Manufacturer narrative:
No patient information has been provided. The complained device has been requested but not yet received. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not yet returned.

Event description:
Customer had 2 incidents with the bipolar. One incident, the tip broke off. Livanova has been informed that, during a procedure, the tip of the endoscopic vein harvesting system broke off. There is not report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
Visual inspection of the 2 (two) evh bipolar devices founds damaged jaws, with one side of the jaw having broken off. Functional tests found both devices presented appropriate electrical continuity to the blade and inner shaft. Further functional testing was not performed due to the damage to the tips of the devices. A review of the DHR did not identify any deviation or non-conformity relevant with the case. The investigation confirmed the reported failure: each returned device presented damaged tip. The aspect of the returned devices is consistent with damages derived from suboptimal settings on the generator for this device. Product IFU recommends specific generator settings and procedural warning to prevent possible damage of the product. Follow up with the customer was done to discuss over recommendation of the cautery power source and related settings. No further similar issues have occurred. Frequency of this type of event is low (remote). No other corrective action will be undertaken. Livanova will keep monitoring the market.